Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The outer layer of pebax and unraveled circumferential fibers were observed to be prolapsed over the distal tip of the balloon. The longitudinal fibers were observed to be loose. There were no broken fibers identified. The inflation hub was connected to an inflation device, and the device was inflated to nominal pressure (8atm). This pressure was held for 30 seconds, during which no leaks, ruptures or any other abnormalities were observed. The balloon was deflated without issue. The investigation is confirmed for peeled material as the outer layer of pebax was peeling off the balloon. The investigation is confirmed for unraveled fibers as several fiber strands were observed to be unraveled.

Event description:
It was reported that the pta balloon was unraveled after the third inflation (atm unknown) in the left a/v forearm graft. There was no reported retraction difficulty through the sheath. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot number, catalog number, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.